Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("violent pain") in a female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscular weakness ("muscle weakness"), fatigue ("chronic fatigue") and menorrhagia ("haemorrhagic menstrual periods"). The patient was treated with analgesics and surgery (removal of inserts with ablation of uterus and uterine tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, muscular weakness, fatigue and menorrhagia was resolving. The reporter provided no causality assessment for fatigue, menorrhagia, muscular weakness and pelvic pain with essure. The reporter commented: general health has already improved - no longer on pain-killers, no longer wearing brace; however, 6 months of disability leave still ongoing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("violent pain") in a female patient who had essure (batch no. A06324) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscular weakness ("muscle weakness"), fatigue ("chronic fatigue") and menorrhagia ("haemorrhagic menstrual periods"). The patient was treated with analgesics and surgery (removal of inserts with ablation of uterus and uterine tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, muscular weakness, fatigue and menorrhagia was resolving. The reporter provided no causality assessment for fatigue, menorrhagia, muscular weakness and pelvic pain with essure. The reporter commented: general health has already improved - no longer on pain-killers, no longer wearing brace; however, 6 months of disability leave still ongoing. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced violent pain. Removal of inserts with ablation of uterus and uterine tubes were performed. This event, seen as pelvic pain, is regarded as anticipated according to the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.